Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was, yesterday, pt was unable to charge implanted neurostimulator(ins) using the recharger antenna several times; pt attempted to charge again this morning, but could not charge ins. Today, the pt noticed the wire on the recharger antenna was frayed and pt was shocked by exposed wire on recharger antenna. Pt also mentioned their recharger antenna got really hot prior to zapping pt today. Pt mentioned their ins was almost completely depleted. An email was sent to the repair department to replace the recharger antenna. Patient called back because they received a message 63 problem with recharger (patient said they did not remember specific error for they didn't see very well and they don't have glasses). Patient said that their controller was possessed for it would display a green to yellow light on the controller. Patient verified that they have reset the controller. Pt got escalated and disconnected the call. Additional information was received from the patient. They reported that they received a replacement recharger and charged to 100%. Pt called back to report that the green light was still flashing on the controller after they were finished charging. Pt stated that they're now at 90%. Pt reported system problem rm03 displayed today after receiving the replacement recharger. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.